Manufacturer narrative:
Product event summary: analysis was unable to confirm the stated reason for return, bench testing was performed without problems or abnormalities observed and it was concluded that the device was working correctly. It was noted that the battery was not connected to the battery clip however the device was mechanically in tact.

Event description:
It was further reported that the product was returned to service.

Event description:
It was reported that the programmer "was defective and did not work." Further information received reported the programmer was in the catheter room for implants. During a procedure, the atrial "canal" on analyzer didn't work anymore and had a wrong detection/threshold. The programmer and analyzer were exchanged during the procedure to complete this one correctly. The programmer and analyzer are expected to be returned for service. No patient complications have been reported as a result of this event.